Event description:
It was reported that a female patient who underwent breast augmentation surgery with a 215cc mentor memorygel breast implant experienced capsular contracture baker grade unknown on an unspecified side post procedure. Asa result, patient had an explantation on an unspecified date.

Manufacturer narrative:
Device evaluation summary: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformance's were identified. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 14, 2022, the mentor failure analysis lab has received the device for evaluation. Patient¿s date of implant is (B)(6) 2021, patient¿s date of explant is (B)(6) 2022. Patient experienced left sided capsular contracture baker grade 3. Patient was replaced with a 190cc mentor breast implant. Reason for device explant and/or reoperation: capsular contracture baker grade baker grade iii. The investigation of the returned device was completed by the failure analysis lab on june 22, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mod classic gel, 215cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).